Manufacturer narrative:
The integrated electrosurgical unit (iesu) was found to have no scratches or dents during visual inspection. The front bezel is in decent condition. The iesu energized and cauterized and all ports recognized instruments on system. Potential root cause is attributed to a data record received from instrumentation is recognized as being defective.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted procedure the customer had erbe generator issues on system sk3516. The ports on the erbe generator were not responding. The customer chose to use the erbe generator from system sl1034 to continue. The technical support engineer confirmed that a field engineer will follow up. The procedure was completed as planned with no patient harm. There was also a procedure delay of 15-30 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found an intermittent working cable in the instrument tray set. The bipolar port connection issue was due to excessive usage of bipolar cables beyond 20 uses. The fse advised the customer to limit the usage cable and energy cable to 20 uses. The fse replaced the integrated electrical surgical unit (iesu) to resolve the loose bipolar port. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.